Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving intrathecal lioresal 2 ,000 mcg/ml at 500 mcg/day via an implanted pump for an unknown indication for use. It was asked but unknown when the eve nt/difficulty occurred. It was reported the patient came in for a routine pump replacement and while accessing the pump pocket, the doctor found fluid in the pocket. He then saw a small hole in the catheter close to the connection to the pump. He was not able to aspirate prior to replacing the segment with the hole, but after spicing a 8578, the doctor was able to aspirate freely. The patient did not report a reduction in their control of spasticity, withdrawal nor a headache. Clinically they were normal. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included: could not aspirate, saw fluid in the pocket and a visible hole in the catheter. Actions/interventions included a new 8578 catheter segment. A partial explant of the pump segment occurred and would be returned. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available.

Manufacturer narrative:
Concomitant medical product: product ID 8596sc, serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 18-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned 8596sc catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. The returned unknown catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.